Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: the returned product consisted of a embold fibered coil system. Visual inspection of the device revealed the coil system was received inside the introducer with dried blood. The wedge lock was removed at the customer site and was not received. The device was received inside the introducer sheath with the perforations intact. Microscopic inspection of the device revealed a stretched/detached and missing coil with the couplers still locked via the pull wire. The couplers were bent/damaged. The majority of the coil was missing and not received. The complaint was confirmed for a stretched/detached coil consistent with difficulties advancing or withdrawing the device.

Event description:
Reportable based on device analysis completed on 19july2024. It was reported that difficulty advancing and premature deployment in catheter occurred. A 2x4 embold fibered detachable coil system was selected for an embolization procedure of an accessory left gastric artery for arterial mapping for y90 administration. The vessel was mild to moderately tortuous. The first coil was pushed approximately half way through the 2.8fr x 150cm non-boston scientific catheter, with difficulty. The wire was removed, and it was discovered that the coil prematurely deployed in the microcatheter. The microcatheter was removed and cleared. An embold fibered 3x6 was used to successfully complete the procedure. There were no patient complications. However, device analysis revealed a detached coil.